Manufacturer narrative:
Investigation is ongoing.

Event description:
A patient reportedly received a burn on her proximal shoulder area during a cervical mr scan that resulted in a blister, that was approximately 2 inches in diameter. The patient was very large and under anesthesia. Proper padding was not used.